Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was level not known at the time of the alarm. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. The customer's blood glucose at the time of the report was 451 mg/dl, which was being treated with manual injection. It was further advised that the device would be replaced and agreed upon to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.